Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedance measurements, measuring 127 ohms. Technical services recommended to consider a max energy shock or continue to monitor until impedances measure 150 ohms and then suggested to provide a shock. At this time, the rv lead remains in service. No adverse patient effects were reported.